Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to turn on the pump screen. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.